Manufacturer narrative:
Product event summary: (B)(4): performance data was collected from the device and analyzed. Analysis revealed that the lead integrity alert was triggered for the right ventricular (rv) lead. There was one patient alert for lead failure predictor on (B)(6) 2012 03:58:05. And there were three ventricular nst (non-sustained tachycardia) less than or equal to 150 ms between (B)(6) 2012. Subsequently, the partial lead was returned in segments. The lead was analyzed and no anomalies were found. Apparent explant damage was noted.

Event description:
It was reported that the lead integrity alert for the right ventricular lead was triggered due to noise. The physician has decided to replace the lead and ICD (implantable cardioverter defibrillator) because of not knowing which on was causing the noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker/cardio/defib: (B)(6) 2011; (B)(4) competitor implantable pacing lead: 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.